Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 2,000 ohms and loss of capture (loc). The health care professional (hcp) would bring the patient into the clinic for evaluation. The lead remains in service. No adverse patient effects were reported.